Event description:
It was reported when the device was used during a low anterior resection, it was void of staples. After the device was fired, there was no staple line. Consequently, the patient received a colostomy. There were no other patient consequences.